Event description:
Report received of an operator error resulting in the incorrect drug being administered. The pump was programmed to deliver demeroal 10mg/ml at a continuous rate of 20mg/hr with a 20mg pca dose, 8-minute patient lockout, and a 240mg 4-hour limit, as per physician orders. It was reported that the pump was loaded with a 1mg/dl morphine vial instead of the prescribed demoral vial. With the settings programmed into the device, the patient received morphine at a continuous rate of 2mg/hr and a pca dose of 2mg. The error was discovered when a new vial was placed in the pump. The patient was reported as "sedated, but arouseable." No medical interventions were required. The dr was notified and the patient was started on the demerol utilizing the existing pump. The pump remained in clinical service and no serial number was recorded. Though requested, no further information was available.